Event description:
It was reported that there was a right rejuvenate revision due to chronic dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding dislocation and pain involving an adm was reported. Conclusion: the reported event indicates the patient was experiencing pain and chronic dislocations. There is no alleged failure of the reported device in this case. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that there was a right rejuvenate revision due to chronic dislocation.